Event description:
It was reported that during a laparoscopic duodenal switch procedure on the 12th application of the stapler, firing across the duodenum, 1 staple leg was found unformed, on the row closest to the pylorus. It would have been proximally within the jaws, and on the right side of the cartridge. All other staples formed properly. The tissue didn't appear unusually thick. 3 blue reloads were used during the case along with a mix of black, green, and white loads. The incident occurred on the last load, so there was no need to open another device. The area in question was incorporated into a duodenoileostomy anastomosis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with three cartridge reloads present. The reloads were received fully fired. In addition, the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was reviewed and it is believed that the open/non formed staple leg was the result of tissue squeeze out, resulting in staple rotation and one of the staple legs to miss the anvil.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.